Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had key pad anomaly. Customer stated the buttons were sticky and unresponsive. Customer stated the screen was very scratched. Customer also received unexplained no delivery alarms and insulin pump rejected new batteries. No harm requiring medical intervention was reported. The customer will continue to use the device.